Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing leading to early termination of arrhythmia was noted on the right atrial (ra) lead. Ventricular oversensing and short v-v intervals was also noted on the right ventricular (rv) lead. The leads remains in use. No patient complications have been reported as a result of this event.